Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 5. Reference MFR report: 1627487-2013-04632, reference MFR report: 1627487-2013-04633, reference MFR report: 1627487-2013-04635, reference MFR report: 1627487-2013-04636. The pt received two scs systems, including 5 leads with 2 lot numbers. The pt also received two extensions with the same lot number. The pt reported he had an infection at the occipital lead sites (device 1) and the physician cut the leads in half; the sjm rep reported the extensions and the ipg were left implanted and the 4 leads were removed (device 1). Additional f/u identified the physician planned to remove the remaining devices from the first scs system (device 2 and 3) due to the ongoing infection. It was reported the second scs system (device 4 and 5) were not scheduled to be removed at the time. The surgery to explant device 2 and 3 was pending.